Manufacturer narrative:
The reagent lot number is 845890. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The alarm trace showed a sample clot detection and abnormal aspiration alarms. The field service engineer (fse) cleaned all rinse nozzles and checked their spring functions, replaced and adjusted both reagent probes, adjusted piercer positions, and checked the cuvette filling levels. The customer performed a hardware check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 376 umol/l. A new sample was collected three hours later and the result was 193 umol/l. The customer questioned the difference in the results which prompted them to repeat the initial sample. The initial sample was repeated and the result was 211 umol/l.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue.